Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from low blood glucose level which the patient tried to treat by eating. Therefore, the patient was administered to emergency room on (B)(6) 2024 due to shortness of breath and low blood glucose level of 80mg/dl. During hospitalization, the patient was treated with insulin pump. The patient stayed in hospital for less than 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country:canada. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2024-05002), was submitted on 22-feb-2025. However, based on the investigation done on 22 jan 2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 10-jan-2025.upon receiving additional information, it was discovered the event date has been changed. Additional information - this MDR is being submitted to include the below: b3: date of event. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.